Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime fill process. Customer stated that insulin is squirting out of the insulin pump. Customer's blood glucose reading was 306 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with a cracked case at display window corners, cracked reservoir tube lip, broken belt clip slot, loose and protruded drive support disk. The insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. The insulin pump passed idle current test, run current test, displacement test and rewind test. However, we were unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test and excessive no delivery test due to prime alarm.